Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 11/8/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h3, h4, h6 batch manufacturing record review: as a part of investigation batch manufacturing record was reviewed for code nw2493 lot t0007. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good analysis record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification requirement. From the batch manufacturing record review, it was observed that there were no issues related to the processing of the incident lot. H3 investigation summary: complaint sample: complaint sample not received for investigation. Retained sample evaluation: as the complaint is related to performance - breakage suture, suture visual inspection knot pull tensile strength test is applicable & measurable parameter. 05 units of retain samples of incident code nw2493 and lot t0007 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures / needles were found intact. The sutures were physically inspected for attribute defects like kinks, weak spots, broken piece, knot, fraying, brittleness, detached needles but no such defects were observed. All 05 units of retain samples were visually inspected under 10x magnification for attribute defects like weak spots, colorlessness, roughness, fractured, frayed, scraped, severed, and/or notched suture but no defects were observed. All retain samples were also checked for loose or open braid/twist, uneven coating and/or thick. Coating, broomed end/tail, core protrusion but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. In addition, knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 9.50 n and value at release was found to be 8.86 n which meets the usp average knot pull tensile strength requirement i.e. Nlt 6.67 n. All the individual as well as average knot pull tensile strength test values along with suture needle visual inspection were found to be meeting the specification requirements. Raw material testing data was reviewed and found to be meeting the specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident was one and isolated case for code nw2493 lot t0007, no other event was reported for same description from other parts of country.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what was the initial procedure? Cleft palate repair. What is the procedure date? (B)(6) 2021. Could you please confirm when did the issue occurred? Pre-op, intra-op or post-op in event description indicates during surgery but in "when the event occurred" indicates pre-op: please clarify. During the surgery the suture break down its intra op. Could you please confirm if did the suture got broken or the needle? Please clarify the suture thread broke. How many devices present the issue? 4 to 6. Did the surgery was completed successfully? No. What was used to complete the procedure? Waiting for patient to turn back after two weeks. Could you please confirm devices availability. 5 are discarded 1 given to sales rep and unused of same batch is available 11 foils. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Events reported via: 2210968-2021-08832, 2210968-2021-08833, 2210968-2021-08835, 2210968-2021-08836, 2210968-2021-08837.

Event description:
It was reported that a patient underwent a cleft palate procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.